Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with syncope. The patient stated they had been experiencing syncopal episodes for the past three weeks. The presenting electrograms (egm) showed possible intermittent loss of capture on the right ventricular (rv) lead. It was further reported there were varying thresholds on the rv lead. It was noted pauses seen on the patients monitor and compression was performed for a "few minutes". The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.